Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.

Manufacturer narrative:
Additional information: d10 the complaint of alarms was confirmed and reproduced. Log review could not be performed because the logs were unable to be retrieved inspection showed third-party power cord is in use inspection: the pcu was received in fair condition. The instrument seal was observed missing. Dried fluid was observed on the female iui and the male iui. Power cord was observed manufactured by a third-party. An extra screw was found loose inside the front keypad. Battery date code: 1846 ((B)(6) 2018) the pcu immediately alarmed watchdog at power on; logs could not be retrieved. Failure investigation isolated the causes of watchdog alarm to the logic board. The pcu also failed to upload the application software. The faulty logic board was replaced with a known good logic board and was attached to the powercycler for 24 hours. No alarms or errors were recorded. The root cause of the complaint of alarms was identified as a faulty logic board. Device history review: review of the pcu (sn (B)(6) ) service history record showed the device had a manufacture date of (15jun2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (04aug2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the pcu.

Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.